Event description:
According to the reporter, during a thoraco/lobectomy procedure, they connected the cartridge to an ultra handle and could close the jaws for checking, however could not open the jaws properly. Replaced by a new, the firing was completed with no problem. The status of the patient is no problem.